Manufacturer narrative:
Correction number:2531779-03/24/2010-003-r.device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. There was evidence of contamination on the force sensor plate.

Event description:
The pump was returned for recurring loss of prime warnings. Evaluation revealed that the force sensor was out of calibration, and there was contamination on the force sensor plate. This report is made based on results of investigation completed on (B)(6) 2011.